Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2026 the patient reported concerns regarding inaccurate cgm readings, stating that her glucose levels went up to 1000 mg/dl. Following this event, the patient was hospitalized and diagnosed with diabetic ketoacidosis (dka). Additional details regarding cgm trends, treatments, and hospitalization course are pending, as the patient indicated she would provide more information later. At the time of the report, the patient prioritized assistance with her omnipod device before continuing discussion of the reported event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). 3004753838-2026-160872 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.